Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that upon setting up the device it would not cool. Per troubleshooting, the device was put into manual mode and set to 4c. Temperature 4 would not decrease below 29c. A new device was to be shipped to the hospital and the initial device returned for repair.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that upon setting up the device it would not cool. Per troubleshooting, the device was put into manual mode and set to 4c. Temperature 4 would not decrease below 29c. A new device was to be shipped to the hospital and the initial device returned for repair.